Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up low pace impedance measurements were noted when it comes to the right ventricular lead. An alert was triggered last month due to pace impedance measurements which were low and out of range. The pacing thresholds had increased. No further changes were made and normal follow ups were scheduled. No adverse patient effects were reported.

Event description:
It was reported that during a follow up low pace impedance measurements were noted when it comes to the right ventricular lead. An alert was triggered last month due to pace impedance measurements which were low and out of range. The pacing thresholds had increased. No further changes were made and normal follow ups were scheduled. No adverse patient effects were reported. Additional information noted that the patient was admitted to the hospital due to an inappropriate shock due to oversensing. The pace impedance measurements had decreased since implant. The physician turned off tachycardia therapies and the patient remains hospitalized awaiting a system review. Additional information noted that a revision took place due to ongoing noise involving this rv lead. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up low pace impedance measurements were noted when it comes to the right ventricular lead. An alert was triggered last month due to pace impedance measurements which were low and out of range. The pacing thresholds had increased. No further changes were made and normal follow ups were scheduled. No adverse patient effects were reported. Additional information noted that the patient was admitted to the hospital due to an inappropriate shock due to oversensing. The pace impedance measurements had decreased since implant. The physician turned off tachycardia therapies and the patient remains hospitalized awaiting a system review.